Event description:
It was reported that the customer received a no delivery alarm when attempting to deliver a bolus after changing the reservoir. The customer used another reservoir, but the alarm persisted. Prior to the alarm, the customer had accidentally ripped out the infusion set when putting on her jeans. The customer's blood glucose was 273 mg/dl. Troubleshooting could not be performed because the alarm had already been resolved by a reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.